Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. (B)(6). (B)(4). (Therapy date): date of implant is unknown and was reported as an unknown date approximately 4 and a half months prior to (B)(6) 2017. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the complaint device lot. Manufacturing location: (B)(4). Manufacturing date: nov 4, 2015. Expiration date: sep 30, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. No non-conformances were generated during the production of the complaint device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a revision surgery was performed due to a broken titanium trochanteric fixation nail advanced (tfna) and nonunion. The tfna system was implanted on an unknown date approximately four (4) and half months prior to the date of this report. Patient had non-union of reverse oblique intertrochanteric fracture and presented with broken (tfna) through the lag screw hole on an unknown date. During the (B)(6) 2017 revision surgery, the broken nail was removed and an osteotomy was performed at 95 degree angle and nail/plate was implanted. The procedure was successfully completed with no surgical delay. The patient outcome was reported as good. Concomitant device reported: screw (part#04.038.090s, qty# 1); distal locking screw (qty# 2). This report is 1 of 1 for (B)(4).